Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration (uf) reading was 2447 ml, indicating the home patient (hp) drained 2447 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 4447 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). The review of the device logs had confirmed an increased intraperitoneal volume (iipv). External and internal visual inspections revealed no problems. The device was determined to meet electrical performance specification requirements. The cause of the iipv was determined to be insufficient drain due to a use error; the initial drain alarm setting was inappropriately programmed too low. A service history review revealed no issues that may have contributed to the iipv found in the device logs. The pal evaluated the device and determined the device was functioning to specifications while in the customer's possession. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).